Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3058, serial (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3093-33, lot# v035783, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a seizure before and the interstimulation wire broke. They said this was back in (B)(6) 2015 and has since been resolved. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. On (B)(6) 2016 follow up from the patient clarified that they have a seizure disorder. They stated the device did not cause the seizure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.